Event description:
Eighteen gauge catheter placed on (B)(6)2009 without problems. A rapid reaction occurred within less than 12 hours. Lymphangitis with redness along the catheter to the top of the arm. No fever or sign of general infection. The 18 gauge catheter was removed and replaced by a 20 gauge first PICC and no more problems were encountered.

Manufacturer narrative:
The site was prepped with antiseptic surgical povidone iodine. Antibiotics were delivered through the catheter and the patient does not have any known allergies or sensitivities. Results: without a lot number we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. The lot number of the device used was not available, one unit lot number 9029755, was provided. The representative unit returned was within a sealed package and the catheter was intact within the package. A visual examination of the package and contents revealed that all components were intact within the package and there were n abnormalities or damage to the contents and minimal dents to the corners of the package. A package leak test was performed and no leakage from the package was identified. The tyvek labeling was completely removed and the seal was examined around the complete tray. The seal was complete and no abnormalities were identified. The catheter was microscopically examined and no abnormalities or damage was noted. Conclusions: the engineer was unable to determine a root cause for the problem reported with the representative sample returned. The unit met all manufacturing specifications. (B)(4)